Event description:
Device 3 of 4: reference MFR. Report#: 1627487-2011-05428, 05429, 05606.

Manufacturer narrative:
Evaluation: results: the product was received with minor scuffs and scratches on the front and back of the case. The silicon on the header was damaged. The ipg was functionality tested and passed. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.